Event description:
Patient reported "rupture" confirmed via ultrasound and "breast got softer and there is a cavity between the breasts". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, h4.

Event description:
Patient reported "rupture" confirmed via ultrasound and "breast got softer and there is a cavity between the breasts". Later patient reported "I have undergone breast reendoprosthesis surgery, during which the fact of implant rupture was confirmed". Later healthcare professional reported "rupture of the implant shell with gel extrusion into the subcapsular space". This record is for the right side. Device was explanted.

Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ malposition: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced.